Event description:
The customer reported via phone call indicating that insulin pump alarm no delivery during basa, bolus and fixed primed customer's blood glucose was 442 mg/dl. The customer was advised that the alarm was caused by set/reservoir occlusion. Customer was advised to replaced infusion set and reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.